Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently unresponsive when attempting to input a password into the pump and deliver a bolus. There was no adverse impact to customer's blood glucose. During troubleshooting with tandem technical support the pump was functioning as expected.